Manufacturer narrative:
(B)(4). The customer reported that the device was power cycling. There was no report of pt involvement. The device was evaluated at the philips repair bench. Philips confirmed that the power cycling occurred due to entries recorded in the status log, however, the power cycling could not be recreated in testing. The software was reloaded to resolve the power cycling failure. The device passed all testing and was shipped back to the customer site.

Event description:
The customer reported that the device was power cycling. There was no report of pt involvement.